Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio observed that when the therapy cable was wiggled near the therapy connector, the paddles lead ECG signal would disappear.  Physio then replaced the therapy connector assembly and completed other, unrelated, repairs.   After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently lose the paddles lead ECG connection. As a result, defibrillation may not be possible. There was no known patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed therapy connector assembly and determined that the cause of the reported issue was due to the retention tabs in one of the large pin receptacles. Two of the tabs were missing and another was flattened. This caused the receptacle to have no retention force which resulted in an intermittent paddles lead ECG connection.